Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found the smartseal sheath valve damaged during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The peel-away sheath tabs were also noted broken. The associated emdr report number 9680794-2025-00076.

Event description:
It was reported that "the doctor found the smartseal sheath valve damaged during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The peel-away sheath tabs were also noted broken. The associated emdr report numbers are 9680794-2025-00092 and 9680794-2025-00076.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided two photos of a peel-away hemostasis sheath for analysis. Visual analysis revealed that the sheath did not tear correctly. The sheath extrusion along the score line appeared wavy and non-uniform, indicating stretching. One side of the extrusion was observed to be separated from the remainder of the sheath body along with one of sheath hub tabs. Therefore, the customer report is confirmed. Manufacturing was contacted as part of this complaint investigation. It was confirmed that the observed incorrect tearing of the sheath is a supplier defect. The instructions for use (IFU) provided with this kit instructs the user, "sharply snap the tabs of valve housing in a plane perpendicular to the long axis of sheath to split valve and split sheath apart while withdrawing from vessel." The report of a sheath tearing incorrectly was confirmed by visual inspection of the customer supplied photos. Visual analysis of the photos revealed that the sheath did not tear correctly. The sheath extrusion along the score line appeared wavy and non-uniform, indicating stretching. Manufacturing was contacted as part of this complaint investigation, and it was confirmed that this is a supplier defect. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.